Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device record history, manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. Based on the investigation of the returned product and the visual examination, the separation of the loop is concluded to be caused by an overload and/or rotation of the loop during use. It is noted that the physician did not see any pieces "escape" in the patient and that the broken loop snare and the filter were removed successfully. No evidence to suggest product was not manufactured to specification. To address the issue of excessive force, the IFU states in the warnings section that excessive force should not be used to retrieve the filter, and in the precautions section that the product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
When the snare was deployed, the physician successfully captured the tulip retrieval hook. Minimal back pressure was employed while advancing the coaxial sheaths. When the hook was inside the sheaths but before full capture, the loop snare detached at both connection points. As a result, the snare was free floating in the sheath though it appeared wrapped around the hook so it was not lost. The snare catheter was withdrawn, an amplatz snare was prepped and inserted to complete the procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence. The physician did not see any pieces "escape" and the broken loop snare and filter were removed successfully.

Manufacturer narrative:
Patient age at time of event was not provided. Patient sex at time of event was not provided. (B)(4). The event is currently under investigation.

Event description:
When the snare was deployed, the physician successfully captured the tulip retrieval hook. Minimal back pressure was employed while advancing the coaxial sheaths. When the hook was inside the sheaths but before full capture, the loop snare detached at both connection points. As a result, the snare was free floating in the sheath though it appeared wrapped around the hook so it was not lost. The snare catheter was withdrawn, an amplatz snare was prepped and inserted to complete the procedure. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence. The physician did not see any pieces "escape" and the broken loop snare and filter were removed successfully.